Event description:
It was reported that the insulin gauge was inaccurate. Reporetdly, the customer was incorrectly performing the air removal steps and is using the cartridge past label usage. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.